Event description:
It was reported that this patient with the pacemaker stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled and yellow collecting waves were seen on the remote communicator. The patient was referred to contact their clinic regarding the red call doctor icon. Technical services (ts) stated that the current usb cell adapter 6359 was faulty and needs to be replaced by a new 6213 cell adapter. At this time, this device remains in service and there were no adverse patient effects reported.